Event description:
It was reported to boston scientific corporation that at the 105th annual meeting of the japanese society for gastrointestinal endoscopy (jges) a retrospective review of 73 procedures in 50 patients (28 males, median age 78 (36-94) years) who underwent electrohydraulic shock wave choledochal-lithotripsy (ehl) using an oral biliary cholangioscopy from april 2017 to september 2022 was performed for bile duct stones that are difficult to remove even with mechanical lithotripsy. The purpose of this study was to review the results of treatment and to clarify its usefulness. The spyscope ds ii was used for these procedures. The review found twelve cases of mild cholangitis, two cases of mild pancreatitis, one case of moderate peritonitis, and one case of mild aspiration pneumonia. Of these cases, one case had both cholangitis and pancreatitis. All cases were treated conservatively.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2023 as no event date was reported. Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (patient codes): imdrf patient code e1024 captures the reportable event of peritonitis. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e0733 captures the reportable event of pancreatitis. Imdrf patient code e0733 captures the reportable event of pneumonia. Imdrf impact code f12 captures the reportable event of serious injury.